Event description:
It was reported that the tightrope was advanced up femoral tunnel and flipped on cortex. Tibial side tightrope was passed through tibial tunnel and flipped on cortex. Both tightropes were cinched to tighten graft. Knee was cycled a few times and when the surgeon looked back inside the knee with the scope he saw that the femoral side was completely slack. He probed it and femoral side of the graft came out of the femoral tunnel. The whole loop had broken. The white suture loop was left in the patient and two more tightropes were used to complete the case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The returned device includes a #5 suture looped through the button. There was no visual non-conformance to the button or the suture. The loop construct was not returned for evaluation. The most likely cause of this type of event is nicking the suture with another instrument and/or fraying from sharp edges of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.